Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combiset bloodline clotted approximately one and a half hours into a patient¿s hd treatment. There were no alarms leading up to the event, but when the clotting happened a transmembrane pressure (tmp) alarm sounded. The fa confirmed there were no loose connections and there were no known issues before the clotting occurred. The staff was unable to return blood from the venous side of the lines. The patient¿s estimated blood loss (ebl) was 150 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and a lot number was not provided. A shipping history search was performed to identify all lot numbers from the reported catalog number that were delivered to the facility within a three-month time frame immediately preceding the event date. The search yielded no results. Therefore, an investigation of the device history records (DHR) could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combiset bloodline clotted approximately one and a half hours into a patient¿s hd treatment. There were no alarms leading up to the event, but when the clotting happened a transmembrane pressure (tmp) alarm sounded. The fa confirmed there were no loose connections and there were no known issues before the clotting occurred. The staff was unable to return blood from the venous side of the lines. The patient¿s estimated blood loss (ebl) was 150 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.